Manufacturer narrative:
PMA/510k: (B)(6) 2020 date of report: (B)(6)2020 a touchscreen assembly was returned for analysis. Visual inspection of the touchscreen assembly revealed no scratching or other damage. An investigation was performed and the customer complaint verified. Root cause is failure of touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09 jun 2020.

Event description:
The customer reported touch position on touchscreen was misaligned. The service technician the reported issue and indicated the issue was not fixed by calibration of touchscreen. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician indicated the touchscreen was replaced then the issue was fixed. No other abnormality was confirmed. The following parts were replaced for periodic maintenance 1: oxygen inlet filter, air inlet filter and cooling fan filter. The unit was checked overall, cleaned, run in tests and functionally tested.